Event description:
Customer reporting a complaint on product #'s (B)(4). Customer states that a fall occurred with no alarm sounding. When the staff tested the alarm they noticed that it would pair and then detach without sounding an alarm or voice/noise sounding. The pad was not kept & was discarded.

Manufacturer narrative:
H3 investigation into the returned products did not confirm the reported issues. Visual findings observed the fall monitor and wireless nurse call adapter both being received with batteries inside. Product was not returned for 8309wl as it was discarded by customer. The returned fall monitor unit was evaluated with the returned wireless nurse call adapter and an in-house wireless sensor pad. The unit was tested by simulating use. It functioned as expected, passing all functional tests. No physical damage was observed on either the fall monitor nor the wireless nurse call adapter. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference files 2024-00516 h3 other text : product was discarded